Event description:
Complainant alleged that while attempting to treat a male patient in his 80's in cardiac arrest, the device failed to charge to set energy of 100 joules. Complainant indicated that the device shocked at 100 joules and after performing a battery change the device powered back up at 70 joules. The user did not notice the energy change and subsequently shocked the patient at 70 joules several times. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corp has received the product and will be providing a f/u report when our investigation completed.